Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that during removal of device on a patient, the cannula broke off of the administration set. It is unknown if the cannula remained under the patient's skin. Reportedly, the patient's health care professional did not suggest any medical intervention for exploration or removal of the cannula. No permanent adverse effects to patient reported.